Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the second clip scissored and fell off the duct. The surgeon removed the clip and continued to use the device. On the fourth firing, the clip was per shaped. The case was completed with the device and there were no further issues with the firings. There was no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.